Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient experienced a pocket infection. The patient required antibiotics with cultures being taken. The entire ipg system was explanted and replaced with a temporary system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient died approximately one-week after the implant of new implantable pulse generator (ipg) system. The treatment of infected pacemaker was listed as one of the causes of death.